Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. Following implantation, the device¿s sensor became unreliable. Despite this issue, the device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.